Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on the same day was 623 mg/dl with diabetic ketoacidosis (dka), extreme drowsiness, difficulty waking up, confusion, polydypsia, and polyuria. It was reported the patient was hospitalized for treatment of dka with IV fluids and insulin via pump therapy, and had discontinued pump therapy. The reporter noted the patient¿s healthcare provider had made recent changes to the pump¿s basal rate and bolus settings. It was reported the pump alarmed for a low cartridge warning that was not acknowledged. This complaint is being reported because the alleged hyperglycemia was attributed to a use-error. There was no allegation or indication of a pump malfunction.